Event description:
It was reported that the air gas module of the ventilator was replaced. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The gas module was identified defective and replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.